Event description:
Caller reported a temperature alarm issue, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was charging using tandem supplies when the alarms occurred, but it was not exposed to extreme temperatures. Technical support decided to replace the pump under warranty, and the customer was informed about the need for replacement. A replacement pump, serial number 1444082, was provided to ensure continuity of insulin delivery. Technical support confirmed the shipping address and provided instructions for storage mode during transport.